Event description:
It was reported that after the ventricular assist device (vad) was implanted in the or, there was an inaccurate power readings and low flows being read from the left vad monitor. Despite the exchange of the controller and monitor, the lvad continued to display incongruous power reading and the representative from the device company was concerned of a potential device malfunction and therefore recommended exchanging the pump. The vad was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported event may be attributed to multiple factors including but not limited to improper de-airing of the pump during implant, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.